Event description:
The customer had bent cannula problems, but they did not receive a no delivery alarm in regards to it. The customer did not have a tubing clamp to perform the high-pressure test on pump. A tubing clamp was sent to customer and they were instructed to call company back to perform the high-pressure test as soon as they get the clamp.